Manufacturer narrative:
G4: 01nov2019; b4: 04nov2019. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 15aug2019.

Event description:
The customer reported failed o2 crossover test and unit generating multiple error codes. No patient involvement.